Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller mentioned that the patient wasn't able to feel any stimulation with their implant. Caller would like to set up an appointment with a mdt representative. Caller reported that the patient has broken their back and they cannot surgically fix it. The caller stated that the back is broken in 11 places. The patient has had zero spinal cord stimulation since september and the patient just gets overwhelmed and quit because they can't handle it. As a result the patient is in a tremendous amount of pain. Agent provided the patient with the nas phone number for the doctor office to call and set up an appointment with a medtronic representative. Caller mentioned that they got their equipment replaced except the recharger. Agent sent an email to the field requesting assistance.